Manufacturer narrative:
Corrected data b1, corrected data: corrected data b1-product problem.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable alarm". No patient injury reported.